Manufacturer narrative:
(B)(4). The complaint device is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we receive the complaint device and have completed our investigation.

Manufacturer narrative:
(B)(4). Method: the broken base of the affected iw930jeu baby control cosycot infant warmer was not returned to fph (B)(4) for investigation despite the requests for the base to be returned. Our analysis is therefore based on the photos and additional information provided by the hospital, and results of previous investigations on similar complaints. Results: photographs provided by the hospital revealed that one of the plastic legs of the iw930jeu infant warmer was cracked, where it holds the parallel link arm end rod. It was also reported that the parallel link arm was bent. Conclusion: the iw930, which is a mobile infant warmer, can be damaged during transport. It is most likely that the plastic leg was cracked and the rod linkage was bent due to impact damage incurred during transport from one location to another. The subject infant warmer is 11 years old when the incident occurred. The operating manual and accessories service manual for this product recommend regular checks and maintenance of the base assembly. A metal replacement base for the subject infant warmer has since been sent to the hospital.

Event description:
A medical center in (B)(6) reported that the base of the iw930jeu baby control cosycot infant warmer was broken. No patient consequence was reported.

Event description:
A medical center in (B)(6) reported that the base of the iw930jeu baby control cosycot infant warmer was broken. No patient consequence was reported.